Event description:
User reports getting discrepant troponin t results for three pt samples. Only one example was provided. Same sample used for repeat testing on same analyzer. Initial troponin t result gave 0.012 ng/ml; sample repeated two times giving 0.439 ng/ml each time. Erroneous results were not reported. The field service rep was unable to determine the cause for the discrepancy. Performance tests were performed which were within specifications.